Event description:
It was reported that the patient arrived at the emergency department due to failure to capture and was found in blocked atrial fibrillation (af) rhythm with an escape rhythm of 35 beats per minute (bpm). The patient was hospitalized. This lead is known to be fractured and the patient was being monitored at another autonomous center for follow-ups. The patient was mentioned to be overweight and the physician decided to plan the implant of a leadless pacemaker. Additional information was provided. It was mentioned that the failure to capture was caused by the lead fracture and that the lead has been deactivated for some time. The leadless pacemaker was implanted as planned and the cardiac resynchronization therapy defibrillator (crt-d) remains in service with only anti-tachycardia support enabled. This lead remains deactivated. No additional adverse patient effects were reported.